Event description:
Pt received a sulzer orthopedics, inc inter-op acetabular system the device was explanted. Postoperative diagnosis: failed sulzer acetabulum, right total hip. Postoperative diagnosis: same. Procedure: revision acetabulum, right total hip. Pt has had progressive increase in pain in the hip. There is radiologic evidence of progressive lucency about the acetabulum, particularly in the lauenstein view. The cup was not affixed to the bone.